Event description:
Duotube placed by critical care rn without difficulty, but not heard in stomach. Kub ordered. Radiologist confirmed duotube in pleural space. Duotube pulled with equipment available to insert chest tubes if necessary. No pneumothorax occurred. Following a 3/8/94 adverse event with an identical device, facility users determined that the three previous incidents may have occurred because of a product problem and not user error, as previously thought.